Manufacturer narrative:
H3: product analysis: evaluation could not be able to reproduce the reported malfunction of the bearing comes out while removing the bur. It was noted also that the tool cannot be locked in attachment as output drive shaft found corroded, bearings and washer found corroded, spring and carrier also found corroded, input shaft and flange bearing found corroded, closure showed traces of corrosion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use the bearing comes out while removing the bur . There was no patient involvement.